Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable high troponin t hs stat result for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial troponin t stat result was 0.063 ng/ml with a data flag and was reported outside of the laboratory. The repeat troponin t stat result was 0.020 ng/ml. A new sample was collected and the troponin t stat result was 0.008 ng/ml. An additional new sample was collected and the troponin t stat result was 0.007 ng/ml. There was no allegation of an adverse event. The troponin t stat reagent lot number was 00305646 with an expiration date of 30-jun-2018. The investigation determined that the qc was acceptable. An instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.